Manufacturer narrative:
Patient information was not provided for reporting. Date of event is unknown. (B)(4). Device is an instrument and is not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on an unknown date, the tips of both screwdriver shafts, the angled stardrive screwdriver t8 and inner shaft for the angled screwdriver, had broken off while the surgeon was attempting to advance a screw. Both broken tips were successfully removed from the patient and disposed of and the two shafts were immediately taken out of use. The surgeon was able to successfully advance the remainder of the screws with a third screwdriver from the same set. It was not known if there was any surgical delay. There were no patient consequences. Concomitant devices reported: unknown screw (part# unknown, lot# unknown, quantity 1). This report is for one (1) angled stardrive screwdriver t8 with sleeve/self-retaining. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was conducted. Please note that only the shaft component of the driver was returned (03.617.900.001). The returned angled stardrive screwdriver (03.617.900) is available in both the zero-p natural plate and zero-p stand alone spacer systems and is one of five t8 drivers available for screw insertion (the others being 03.617.905/902/904 and 314.467). The zero-p systems are utilized for anterior cervical interbody fusions through the use of zero-profile spacers which combine the functionality of cervical interbody spacers and the benefits of anterior cervical plates. The returned device represents one of two angled drivers (03.617.905 is the other) which can be useful when patient anatomy inhibits the use of traditional instrumentation. The instrument was received with the reported condition of ¿broken (2+ pieces) intraoperatively: rm¿. At customer quality, the returned instrument was inspected and the complaint of broken tip was confirmed. The returned instrument was examined and the complaint condition was able to be confirmed as the universal joints were found to be deformed with no driver tip returned. The complaint description notes that the failures occurred because the surgeon needed to advance a screw the screwdriver and the tip of the screwdriver broke since the u-joint on the screwdriver could not take the force/ torque and failed. The received condition agrees with the complaint description. A DHR could not be done as the lot number is unknown for the instrument as only the shaft was returned. Relevant drawings for the returned device were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Document change order (dco) called for assembly changes for the screwdriver, including the distal tip of the screwdriver, which could have potentially improved screwdriver assembly/functionality and therefore helped prevent the complaint condition. Since the lot number is unknown it could not be determined if the returned shaft was made prior or after the dco change. Dimensional analysis is not applicable due to post manufacturing damage. A hardness test was not performed as the applicable piece (distal tip) was not returned (discarded by hospital) therefore no relevant measurement can be obtained. Per the predicate device rational ¿zero-p ¿ 03.617.905 torsional testing found that the device was able to be loaded to 1.5nm without deformation or breakage which is 25% more than the 1.2nm which the device will be limited to if the torque limiting attachment is utilized as instructed in the zero-p system technique guide. Maximum input torque at failure was measured; each recorded failure occurred at the welded seam between the joint and the t8 tip. The zero-p va system does not include a torque limiting attachment as the plate makes use of a blocking system to prevent screw back-out. The cause for the complaint is most likely associated with the application of excessive force during screw insertion/final tightening and/or rough handling. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.